Event description:
It was reported that bd micro-fine¿+ pen needle clogged during use. No patient impact was reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer bought pen needle products from hospital. When the customer started to use the first one, the needle point was found clogged. Therefore, the customer returned to the hospital and reported the situation to the pharmacist.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-apr-2022. H6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined.

Event description:
It was reported that bd micro-fine¿+ pen needle clogged during use. No patient impact was reported. The following information was provided by the initial reporter, translated from chinese to english: the customer bought pen needle products from hospital. When the customer started to use the first one, the needle point was found clogged. Therefore, the customer returned to the hospital and reported the situation to the pharmacist.